Event description:
The covering of the drive shaft where it connects to the impeller housing loosened. It retracted, sucking blood inside the covering to the turbine (motor) and side arm. No damage was reported to the pt or the user.